Event description:
It was reported that the patient received two different inappropriate shocks due to the right ventricular (rv) lead t-wave oversensing. Programming changes were tried but a subsequent check showed more non-sustained vt episodes as a result of t-wave oversensing. Therefore, the pace/sense portion of the lead was capped and replaced. The high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determine that this device performed as described in the field action. (B)(4)